Event description:
An infant developed problems the nursing staff felt might be attributable to pleural effusion from a PICC line. She indicated that the baby's condition deteriorated, but was able to be stabilized. The nurse thought the PICC line was implicated and wanted clinical advice on how she might have seen symptoms or been able to address the problem before it got worse. The nurse was unable to identify the catheter to be a bd PICC line.

Manufacturer narrative:
Conclusion: the unit in question was unable to be identified as a bd first PICC line by the nursing staff at the facility. However, hospital purchases bd first PICC 1.9fr catheters. No additional information regarding the product or incident was able to be obtained. A root cause analysis could not be performed as the sample was unavailable for evaluation. The device history could not be reviewed as a lot number for this incident was not provided.